Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and subsequent attempts to reposition the lead were unsuccessful as it kept dislodging. The ra lead was explanted and replaced. It was also reported that some tissue in the helix was noticed during removal of the lead. No patient complications have been reported as a result of this event.